Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 549 mg/dl. Customer stated that they had root beer and cookie but did not delivered bolus. Customer did not proceed with troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.